Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation, and a catheter was physically investigated. During physical investigation, a catheter was received. The outer tube was found melted several times. The first melting point was at 77 cm from the tip of the catheter, and the other ones were from 90-92 cm from the tip of the catheter. The tube was cut opened and the inside of it was found heavy clogged. From the outside the catheter looked where clean but on the inside the device was heavy clogged. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. It was reported that during device preparation, the physician noticed no movement of the catheter head, and the system allegedly not transport fluid to the collection bag. The procedure was completed using another device. No patient injury was reported.